Manufacturer narrative:
: A risk to the patients' health could not be excluded for these specific circumstances, since screws were placed in the patients' spine in different positions than desired with navigation involved, although: - according to a surgeon (a treating clinician of the surgeries), the deviating screws placed with the aid of navigation were detected by the surgeon before finalizing the surgeries with intra-operative scans. The surgeries were continued and completed without the use of navigation. - there was no harm or negative effect to the patients or surgery treatments reported due to the deviating (initial) placements, also not due to potential prolong of the surgeries/anesthesia, there were further no reported remedial actions for the patients done, necessary or planned. There was no prolong of hospitalization reported either. - the only information on the effects on the treatments and patients that brainlab could retrieve from the hospital (a surgeon, a treating clinician), is that there were no injuries to the patients. Further details of the effects on the patients could not be retrieved from the hospital, since the surgeon cannot remember which patients were affected and at which dates the surgeries took place. Brainlab can neither confirm nor disprove a contribution by the brainlab navigation to the deviating placements. According to the results of the brainlab investigation and the limited information provided by the hospital, the investigation results could neither confirm nor disprove an actual inaccuracy of the information provided by brainlab navigation, nor a corresponding contribution by the brainlab navigation to the deviating placements. During the course of the investigation, one factor was found to potentially have contributed to the inaccuracy alleged: - a de-calibrated non-brainlab c-arm that was used to acquire the pre-placement patient fluoroscopy scans with automatic image registration of the current patient anatomy to the navigation. Specifically, testing of the c-arm by a brainlab and c-arm manufacturer's representative after the procedure revealed a problem with the c-arm axis which needed to be reset and calibrated again. Therefore, it is reasonable to conclude that the non-brainlab c-arm became decalibrated before the three surgeries occurred. A c-arm that loses its calibration (due to for e.g. High mechanical forces at transportation inside the user facility) results in an inaccurate anatomy registration to the navigation. Apparently, the resulting deviation between the actual patient anatomy and the registered pre-placement patient image scans displayed by the navigation for instrument position visualization was not recognized by the user with the necessary navigation accuracy verification prior to accepting the registrations, and throughout the surgeries, before and during performing significant invasive actions with the aid of navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
Three surgeries were performed with the aid of the display by the brainlab spine & trauma navigation 2.0. The surgeon(s) detected that in these three surgeries spine screws placed with the aid of navigation deviated in the cranial-caudal direction from their intended locations. According to a surgeon (a treating clinician of the surgeries): - the deviating screws placed with the aid of navigation were detected by the surgeon before finalizing the surgeries with intra-operative scans. The surgeries were continued and completed without the use of navigation. - there was no harm or negative effect to the patients or surgery treatments reported due to the deviating (initial) placements, also not due to potential prolong of the surgeries/anesthesia, there were further no reported remedial actions for the patients done, necessary or planned. There was no prolong of hospitalization reported either. - the only information on the effects on the treatments and patients that brainlab could retrieve from the hospital (a surgeon, a treating clinician), is that there were no injuries to the patients. Further details of the effects on the patients could not and will not be retrieved from the hospital, since the surgeon cannot remember which patients were affected and at which dates the surgeries took place. The dates of the incidents can only be estimated by brainlab from the information that could be retrieved from the hospital, to have taken place between july 1, 2023 and march 19, 2024.